Event description:
An ocd lab specialist observed biased reuslts for multiple assays on the vitros 5,1 fs system while performing cross-over studies. No pt results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.